Event description:
During a lower anterior resection procedure, the staples came out, but the knife did not fire. When the device was removed, since it did not cut, it ended up ripping the colon and the pt ended up with a colostomy. There was no further consequence to the pt reported.